Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 6atms when inflated for 10 seconds on the first inflation. The lesion being treated was located in the severly tortuous, severely calcified and 99 % stenotic left anterior descending artery (lad). The device was removed from the patient intact. The procedure was successfully completed with this balloon. Patient status is listed as "good"